Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for complaint evaluation. The catheter tip was noted to be bent and fractured. The catheter was recognized by the catheter interface module and zonare viewmate system and the imaging screen was displayed; visual abnormalities were noted, the dot pattern appeared stretched, consistent with the fractured tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed bent fractured catheter tip remains unknown. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
During a left atrioventricular reciprocating tachycardia procedure while performing the transeptal puncture using the viewflex catheter, the image was poor. The catheter was checked and there was a fracture in the tip. The catheter was exchanged, and the procedure was completed with no adverse patient consequences.